Manufacturer narrative:
(B)(4). The reported complaint for a damaged catheter tip was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " introducer sheath suffered damage to the catheter tip, like an accordion". Another device was used to complete the procedure with the same insertion site. No patient injury or consequence reported. Patient condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported " introducer sheath suffered damage to the catheter tip, like an accordion". Another device was used to complete the procedure with the same insertion site. No patient injury or consequence reported. Patient condition is reported as "fine".